Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a vibrate anomaly. Customer reported that insulin pump was making a vibrating noise after bolus. Insulin pump passed self-test. During troubleshooting it was found that insulin pump made the noise after priming. Customer states that after rewind insulin pump began to squirt out insulin while holding the act button. Customer clarified that noise was a loud rattle and not a vibration. Customer's blood glucose was 296 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed the self test. The pump was monitored and no unexpected audio/beep anomaly was noted. The vibrator was rattling due to the adhesive not adhering to the case. The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken reservoir tube lip, and cracked reservoir tube.